Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels of 400-650 mg/dl. Customer changed supplies to address bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.